Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for therapy indication 'gastrointestinal/ pelvic floor' reported having urgency symptoms and then not being able to go to the bathroom starting in (B)(6) 2015; they would have to strain to get it to move. As a result the patient changed from program 1 to program 2 around (B)(6) 2015. After turning stimulation up on program 2 to 3.1 volts the patient still had urgency but could go. Since adjusting stimulation they had urgency during the day and had been getting up four times per night and they only had five minutes to get to the bathroom. The patient stated that on program 1 they "felt the vibration" in her urethra, but on program 2 the patient could feel stimulation in their left cheek. The patient stated they wondered what to do next after turning stimulation up so high it was not comfortable. The patient did feel stimulation in the correct area. When asked if there were any medical procedures or electromagnetic interference (emi) that could be related to this issue the patient noted that they had two mris, however it was noted that the patient's last MRI occurred in (B)(6) 2015, two months before the reported onset of urgency/not being able to go to the bathroom. They also reported having double bypass surgery as a result of two heart attacks and two strokes in (B)(6) 2015. The patient stated that "ever since [his] heart attack things have been changing." It remains unclear what the patient meant by this statement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.